Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a left hip revision procedure approximately four years post-implantation due to aseptic, lymphocyte-dominated vasculitis-associated lesion (alval).